Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
It was reported a perforation occurred during attempted implant of the device. A pericardiocentesis was performed and a sternotomy was performed to surgically repair the perforation. The patient is continuing to be monitored. Additional information was requested but was not available.